Event description:
It was reported during the implant procedure that the stylet/guidewire perforated the insulation of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. On visual inspection, it was noted that the proximal conductor was distorted, however no perforation or cut was present in the insulation.